Manufacturer narrative:
The returned device was analyzed by quality engineer. When compared to the assembly drawing 90a1993 revision e, the specification states that the (B)(4). The actual measurement of each electrode was taken and it was found that blue white electrode wire in open condition, blue was approximately 6.8 ohms, red was approximately 8.1 ohms, red white was 9.0 ohms. The information indicates an open circuit for blue white electrode which is an out of specification condition.

Event description:
It was reported the facility had a 7mm trivantage emg tube that "malfunctioned" by not indicating nerve as it should have. The tube was removed and the patient was reintubed with a new tube.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.